Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 4 months after the dental implant and converted denture were placed in ada site 10 in the mouth, the implant did not achieve osseointegration in type iii bone. Clinician noted the patient's peri-implantitis. It was reported that occlusal overload has occurred. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 4 months after the dental implant and converted denture were placed in ada site 10 in the mouth, the implant did not achieve osseointegration in type iii bone. Clinician noted the patient's peri-implantitis. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 4 months after the dental implant and converted denture were placed in ada site 10 in the mouth, the implant did not achieve osseointegration in type iii bone. Clinician noted the patient's peri-implantitis. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.